Manufacturer narrative:
Updated fields: d4, d9, g3, g6, h2, h3, h4, h6, h11. The microsensor (ID 826633) was returned for evaluation: device history record (DHR) - the batch record was reviewed for any anomalies or non-conformances related to the finished lot and none were identified. Failure analysis - a visual inspection was performed; however, only received the cable sensor for the reported lot number. According to the complaint description of csf leakage, the catheter is required to perform a leak test. As a result, it is unable to confirm the complaint. Note: the sensor cable we received does not match the reported lot number. Root cause analysis - the root cause is undetermined and was unable to be confirmed in the complaint evaluation. Per the risk documentation potential root cause is csf drains through luer and cap connections.

Event description:
A facility reported the part of microsensor (ID 826633) which was connecting with the cable with cerebrospinal fluid (csf) leak. The event happened during a procedure before the implantation site closure and it was completed with a replacement product available. No patient injury reported and the event led to 10 minutes surgical delay.